Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The explanted device will not be returned as it was discarded by the medical facility.